Manufacturer narrative:
(B)(4), initial report. Pharmacovigilance comments: the serious events of implant site abscess and keloid scar were considered expected and possibly related to the treatment. Serious criteria include the need for multiple medical interventions including two months treatment with IV antibiotic and 13 months course with oral antibiotics. The non-serious expected event of implant site pain and the unexpected event of cutaneous contour deformity were considered possibly related to the treatment. Potential contributory factors include injection technique or procedure. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturing narrative: the reported lot number was valid. Exemption number: e2015005 galderma laboratories, l. P. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number 9710154).

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(4) 2018 by a (B)(6) year old female patient, with additional information received from a physician on (B)(6) 2018. The patient's medical history included thyroid, dental implant, and allergy to betadine. Concomitant treatments included juvederm [hyaluronic acid] on (B)(6) 2017 and nature thyroid [nature thyroid]. The patient had previously received treatment with sculptra aesthetic and restylane with no reported issues. On (B)(6) 2017, the patient received treatment with 12 ml of sculptra aesthetic (lot a6110) to the face with an unknown needle type and unknown injection technique. The patient reported, during the injection on (B)(6) 2017, the injection hurt (implant site pain), which had not happened with previous injections. On an unknown date, the patient experienced dissymmetry (cutaneous contour deformity), further explained as the right side of the face was filled more than the left. On (B)(6) 2017, the patient experienced red skin inflammation that was later diagnosed as a microbacterium abscess(implant site abscess) on the right side of the jaw. On (B)(6) 2018, the patient was seen by the physician, a culture was taken and the patient was prescribed cephalexin [cefalexin]. The patient reported the culture initially came back as negative, but a second results of the culture showed acid fast bacteria. The patient was instructed to see an infectious disease physician. The patient was seen be an infectious disease physician and prescribed an unspecified antibiotic. The patient returned to the injecting physician every 2 weeks for debridement. The patient reported, on (B)(6) 2018 the injecting physician, after being advised by the infectious disease physician, suggested the area be surgically resected, however prior to performing the resection the injecting physician requested the patient see another infectious disease physician for a second opinion. At the time of this report, it did not appear as those the surgical resection was performed. The patient reported flushing the affected area with natural antibiotic silver solution and additionally used pasculite. On (B)(6) 2018, a piic (peripherally inserted central catheter) line was inserted to allow for administration of imipenem [imipenem] every 8 hours via IV for 2 months. On an unknown date, the patient experienced a discolored keloid scar(keloid scar) that was approximately 2 inches in length in the right jaw area. Additional treatment for the adverse events included a 13 month course of oral biaxin [clarithromycin] 1000mg, which was completed on (B)(6) 2018. The patient additionally reported that she saw a periodontist on (B)(6) 2018 for a dental implant in the lower right side of the mouth that was loose and causing pain. The patient was referred to a prosthodontist who informed the patient that the implant had become dislodged from the bone, but the issue could not be corrected until the infection was resolved. Outcome at the time of the report: microbacterium abscess was recovered/resolved. Discolored keloid scar was not recovered/not resolved. Hurt was unknown. Dissymmetry was unknown. Tracking list: v.0 (B)(6) 2018.